Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The balloon catheter was advanced to the lesion without resistance; however, upon the application of pressure to approximately 8 atmospheres (atm), the balloon was inflating slowly. The balloon was deflated without issue and retracted from the patient without resistance and a new one was used to complete the procedure successfully. During maniuplation of the device for return, the side arm broke off the hub approximately 3-4 centimeters distal to the junction of the hub. No clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The inflation issue could not be tested due to the separated shaft. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.